Event description:
A malfunction alarm related to a motor movement error was reported. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump with guidance from technical support, but the pump remained unresponsive. As a resolution, technical support sent a replacement pump with updated software, and instructions were provided for returning the faulty pump. The customer was informed about setting up and connecting the new device, and the return process was clarified to avoid additional charges.